Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had no power and would not boot up. The power supply was replaced. It was also determined at analysis that the stylus was damaged. The software was reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no power and would not boot up. The programmer was plugged into an outlet a noise was heard and the programmer turned off and would not reboot. The programmer has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. There was no patient involvement.